Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin. Additionally, the customer was not aware of removing the residual air from the cartridge. The customer's blood glucose level was 226 mg/dl. During a follow-up call on (B)(6) 2017, the customer confirmed that the cartridge had been reloaded successfully and received an accurate fill estimate.